Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain , loosening,and mobility problems. After review of the medical records the patient was implanted on (B)(6) 1993. She was revised on (B)(6) 2005 due to a loose cup, catching/popping noises, poly wear, and metallosis. The revision operative note confirmed loosening of the cup as there was no bony growth so the cup and 2 screws are being reported. The operative note also stated the 2 screws were broken. The liner is being reported for poly wear. It is reasonable to conclude the metallosis is secondary to the poly wear.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.